Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that he customer had experienced several past no delivery alarms. His blood glucose was unknown at the tie of reporting. He wad informed that he should call at the time of no delivery to troubleshoot. No equipment is being returned. No additional information was reported.